Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose ranged from 150-160 mg/dl. Catridge changes were performed to address the issues, and customer resumed insulin therapy.